Event description:
It was reported that this recently implanted subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited a decrease in system impedance from 110 to 85 ohms. An x-ray was taken which revealed that the tip of the electrode has lifted off the fascia and migrated toward the generator. It was noted that the primary vector still looks normal. Technical services (ts) recommended revision to secure the electrode. A lead revision procedure was performed where the electrode was repositioned, and the tip was sutured more securely. No adverse patient effects were reported. Currently, this s-ICD system remains in service.